Manufacturer narrative:
This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and a breakdown of the skin flap and extrusion of the receiver/stimulator. The device was explanted on (B)(6), 2011. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6), 2011.